Event description:
It is reported that the device was implanted in 2006. The patient experienced pain in 2007, and the surgeon found that the nail had broken near the hole of the lag screw. The revision surgery was performed the following month.

Manufacturer narrative:
Evaluation summary: no pre-op or post-op x-rays were returned for review. The patient's large build and high activity level may be one of the contributing factors. However, no further investigation can be made at this time with the available information to determine the root cause. Evaluation: no product was returned for review. Device history records indicate manufacture to specification.